Event description:
It was reported there was pain at the implant site that woke the patient up from her sleep at 2:00 am in (B)(6) 2011. The pain was located in the left buttocks, and the patient's leg "skipped out" and the patient needed help to get out of bed. There was no known accident or incident related to the event. The pain was so intense that the patient could not walk. The stimulator was turned off, and the patient took 3 aleve's. Afterwards, the patient's symptoms improved, but later it was reported the pain still remained even though the stimulator remained off. The pain was "much worse" when the device was on, so the patient was keeping the device off. Per the reporter, no troubleshooting was performed to determine the cause of the pain, and the patient was scheduled to have the device explanted. It was also noted the patient had right side pain from her trial that remained unresolved. The device had been providing therapeutic benefit for the patient, but the device system was explanted due to the pain.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead model 3889-28 lot #v319868 implanted: (B)(6) 2011 explanted: (B)(6) 2011, programmer model 3037 serial #(B)(4).